Event description:
Caller (ambulance service) states the device produced an error twice when testing the patient. Patient's condition was not disclosed. After receiving the errors, the patient was treated with 1 mg glucagon (im) and 100 ml glucose (IV - concentration unknown). Patient was transported to the hospital and received a result of 87 mmol/l on their device upon arrival. No treatment information reported while hospitalized. Requested return of suspect system.

Manufacturer narrative:
Event occurred in another country.